Event description:
Pt admitted to hospital for removal and replacement of deflated left breast implant and leaking right breast implant. The left breast implant was a saline implant and the right breast implant was a gel implant with MFR's unknown.